Event description:
Complainant alleged that during functional testing, the device prompted a "self test failure for z sample < threshold" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included daily/weekly/monthly self-tests, on/off current testing, circuit impedance, and shock testing without duplicating the customer's report. Review of the device activity logs showed error 0xd503 occurred from (B)(6) 2025, indicating impedance below threshold and failure in impedance circuit or related components. The device was permanently disabled from rescue, nvi turned red, and the service led lit up. The customer could not correct or clear the error. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.